Manufacturer narrative:
Corrected data: g2, g3, g6, h2, h6, h11. (B)(4). Product background: the opt970 optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's tracheostomy. A tubing clip is also provided to support the weight of the circuit and prevent the tubing from being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the complaint opt970 optiflow + tracheostomy direct connection was not returned to f&p for evaluation. Our investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt970 optiflow + tracheostomy direct connection was damaged with a small hole found near the three-way connector. There was no patient involvement reported by the healthcare facility. Conclusion: our investigation was unable to determine the cause of the observed damage to the opt970 optiflow + tracheostomy direct connection. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt970 optiflow + tracheostomy direct connection would have met the required specifications. The user instructions which accompany the opt970 optiflow + tracheostomy direct connection show in pictorial format the correct placement and fitting of the connection, including ensuring the lanyard and tubing clip are appropriately attached. The user instructions also state: - "attach breathing tube clip to a secure location (e.g., clothing or bedding) to support the interface." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "the lanyard is designed to minimize loading and movement of the tracheostomy tube. Secure the lanyard properly to avoid accidental decannulation or airway damage." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt970 optiflow + tracheostomy direct connection was found damaged before patient use. There were no patient consequences as the issue was found whilst the subject device was not in use on a patient.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt970 optiflow + tracheostomy direct connection was found damaged before patient use. There were no patient consequences as the issue was found whilst the subject device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the opt970 optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's tracheostomy. A tubing clip is also provided to support the weight of the circuit and prevent the tubing from being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.